Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Treatment information was not provided.

Manufacturer narrative:
Initial observation of the pod found the top and bottom housing to be damaged. Once the pod was opened, damage was observed to the piezo, reservoir and reservoir cap, mechanism rails, linkage assembly, hard cannula, unexposed soft cannula, slide insert, and printed circuit board (pcb) was found to be bent and damaged. Due to the alignment of the damage to the top and bottom housing to the damaged internal components of the device, this damage observed was determined to be post use damage. Initial attempts to download the data from the pod were unsuccessful. The batteries were measured to have lower voltage than expected. An external power supply was attached to the pod to establish communication with the master personal diabetes manager (pdm). This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply in another attempt to establish communication. The pcb was unable to communicate with the master pdm and the download data was unable to be retrieved. Inspection of the underside of the pcb found it cracked. The exposed soft cannula was observed to be kinked. The investigation could not confirm the timing or cause of this damage and could not determine if this damage contributed to the reported event. The hard cannula needle tip was observed to be damaged, and the hard cannula was bent near the slide insert. The investigation could not confirm the damaged hard cannula needle tip as a manufacturing defect or if it occurred due to post use damage. Due to the damage observed to the unexposed soft cannula, a leak test was completed. A tear was found, which prevented fluid from flowing through the complete fluid path. The tear found on the unexposed soft cannula was determined to have occurred due to the post use damage, as the tear aligns with the bent hard cannula and the damage to the top housing. Due to the damage observed to the returned device, the investigation was compromised, and parts of the testing could not be completed adequately.